Event description:
Additional information reported that the cause of the oor had not been determined. It was noted that sometimes when the patient wants to use the programmer and tries to synchronize, "nothing appears" on the programmer, but the stimulator is on, and the oor appears. The patient did not have this issue with their previous device. No further troubleshooting had been performed. The patient was doing well but still had the problem with the oor.

Event description:
It was reported that there was an out-of-regulation (oor) message on the patient controller. It was noted that the patient would return in 1 month for the follow-up and would like understand why the message always appeared. It was noted that the impedance was ok, 500 ohms for each plot, 0+,1-,2+, with a pulse width of 240, a rate of 50, and voltage of 4.5.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the cause of the oor message had not yet been determined. It was noted that "it seems to be ok for the patient, no news."

Manufacturer narrative:
The initial MDR was filed as mfg report# 3007566237-2014-00831. Follow-up information indicated that the correct manufacturing site was (B)(4).